Manufacturer narrative:
Block h6 imdf f2202: captures the reportable event of additional endoscopy procedure. Imdf a1401: captures the reportable event balloon deflated. Block a4 patient start weight 96kg. Patient end weight 87kg. The device was returned to boston scientific corporation on (B)(6) 2024. During the visual inspection it was noted that the balloon was deflated with a large hole rolled inward. Additionally, it was noted that the balloon was colored, most likely due to methylene blue. No other problems with the device were noted. This has confirmed user error. Note: it was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU) the igb is places in the stomach and filled with sterile saline. All compiled information on this investigation determines that the most probable cause is "known inherent risk of device."

Event description:
It was reported to boston scientific corporation that an bib intragastric balloon system was implanted on (B)(6) 2023. On (B)(6) 2023, the patient noticed a change in urine color. An endoscopy procedure was performed on (B)(6), 2023, and the balloon was removed, an another bib intragastric balloon system was implanted. Note: it was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU) the igb is places in the stomach and filled with sterile saline.

Manufacturer narrative:
Block h6 imdf f2202: captures the reportable event of additional endoscopy procedure. Imdf a1401: captures the reportable event balloon deflated. Block a4 patient start weight 96kg. Patient end weight 87kg.

Event description:
It was reported to boston scientific corporation that an bib intragastric balloon system was implanted on (B)(6), 2023. On (B)(6), 2023, the patient noticed a change in urine color. An endoscopy procedure was performed on (B)(6), 2023, and the balloon was removed, an another bib intragastric balloon system was implanted. Note: it was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU) the igb is places in the stomach and filled with sterile saline.